Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and a separation between the assembly of the tubing and the y-site clearlink in the upstream part was observed. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause could be related to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the y-site (clearlink) of a clearlink system continu-flo solution set. The event was further described as "cut in half ". This was observed when the tubing was removed from the overpouch. There was no patient involvement. No additional information is available.